Event description:
On (B)(6) 2012, a trifecta valve (size unknown) was implanted. On (B)(6) 2019, the patient had a heart attack requiring an angioplasty utilizing 2-3 stents. Prior to the angioplasty, the patient had mild aortic insufficiency. Following the procedure, the patient had moderately-severe aortic insufficiency. The patient returned to the operating room for another angioplasty and to replace the trifecta valve. The valve was replaced with an unknown product. Additional information has been requested.

Event description:
On (B)(6) 2012, a trifecta valve (size unknown) was implanted. On (B)(6) 2019, the patient had a heart attack presenting with mild aortic insufficiency requiring an angioplasty utilizing 2-3 stents. Following the procedure, the patient had moderately-severe aortic insufficiency. The patient returned to the operating room for a cardiac catheterization to further diagnose the symptoms where it was decided to replace the valve. Upon explant, a tear on the left coronoary cusp was observed. The device was replaced with a 19mm epic valve and the patient's symptomology was improved.

Manufacturer narrative:
The reported leaflet tear was confirmed. All three leaflets contained tears. Leaflets 1 and 3 were fibrotically thickened. No inflammation or significant calcifications were found. The stent was deformed and all three leaflets contained impression marks, damage consistent with that incurred at explant. Given the explant-related damage, and the proximity of the tool impressions to certain tears, the extent of leaflet damage prior to explant could not be definitively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The reported aortic insufficiency is likely a consequence of the observed non-calcific leaflet tears. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation found no specific changes to the cusp tissue, including loss of collagen or thinning, and the cause of the leaflet tear could not be conclusively determined. The valve had been implanted for more than 7 years, and the reported aortic insufficiency reportedly worsened following an angioplasty procedure.